Event description:
On (B)(6) 2012, the pt underwent endovascular repair of thoracic aortic aneurysm rupture using gore tag thoracic endoprostheses. Strong resistance was felt when a dryseal sheath was advanced from the right femoral artery. After several trials, the pt's blood pressure dropped. The tag devices were implanted and angiogram showed rupture of the right external iliac artery. Two excluder devices were implanted to resolve the rupture. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Per the gore dryseal sheath instructions for use (IFU): adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. The 24fr sheath is intended to be used with a vessel inner diameter of 9.1mm. Additionally, the IFU states: do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the pt, or damage to / breakage of the guidewire, catheter, or other device.